Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Investigation in process.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# unknown. Report states "spinning spiros attached to a bd syringe. Spiros connected to lower y-site (smartsite) on pump tubing. Starting to administer IV push and vincristine was leaking out of the tip on the spiros." No serious adverse patient consequences reported.

Manufacturer narrative:
Lot review: a two (2) year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. On 6/3/2016- received one used ch2000s-pc, spinning spiros, lot# unknown. One used bd 3ml syringe. The spiros connected to the syringe was confirmed to leak. Functional testing: the ch2000s-pc spinning spiros was then pressure leak tested. Leakage was observed at ~6" head pressure near the half seal. The ch2000s-pc spinning spiros was air pressure leak tested. The ch2000s-pc spinning spiros failed air leak testing. The ch2000s-c spinning spiros was disassembled and it was found that the half seal was not fully assembled into the spiros body. The ears of the half seal were not seated in the slots. The device was reassembled with the half seal in the correct location and the device no longer leaked. Final summary: the complaint of ch2000s-pc spinning spiros leakage was confirmed. The leakage was a result of the seal being dislodged from its intended position. At this time, based on the results of the investigation, we are unable to determine how or when the seal was dislodged. A complaint review has shown this is the 1st complaint with a dislodged seal in over 2,917,450 spinning spiros manufactured and distributed in the last two years (complaint rate 0.00035%). Due to the low complaint rate and no defects found during review of production retains this is considered to be an isolated event. This event has been added to our complaint database as part of our trend analysis.

Event description:
Complaint received regarding one ch2000s-c, spinning spiros, lot# unknown. Report states "spinning spiros attached to a bd syringe. Spiros connected to lower y-site (smartsite) on pump tubing. Starting to administer IV push and vincristine was leaking out of the tip on the spiros." No serious adverse patient consequences reported.